Event description:
It was reported that a pump alarmed constantly for air-in-line when no air was present. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter evaluated the device in question. The eval confirmed the upstream sensor readings were below specification and resulted in air-in-line alarms. This was caused by a failed upstream sensor. The failed upstream sensor was replaced.